Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) powered on the all in one (aio), confirming that all drawers and doors responded properly. The fse checked all cabling and found it to be in good working order, with no power dissipation observed and the bridge intact. All drawers were responsive. The system functioned as intended when field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not turning on, displayed a black screen, and showed an offline status in remote smart service (rss). The customer rebooted the station; however, the issue persisted. However, there were no delays, adverse events or injuries reported based on this event.